Event description:
It was reported that the ventricular connector on the external pulse generator was chipped and cracked. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the ventricular connector on the external pulse generator (epg) was chipped and cracked. The epg was sent for service for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the output connector was broken. It was also noted that the ring was bent, the battery drawer was broken, the keyboard was scratched and stained, and the display was out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.